Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and the returned product confirmed that there was stent damage. Angiography showed the tortuous mid lad (left anterior descending) with "about 99%" stenosis. The lesion was predilated with a 1.5x15mm maverick2 balloon and the physician attempted to implant a 2.5x20mm taxus liberte drug eluting stent but was unable to cross the lesion after several tries. The 2.5x20mm taxus liberte was withdrawn and a 2.25x16mm taxus liberte was attempted without access. The procedure was completed with balloon angioplasty only. No patient injuries or complications were reported.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows two to five from the proximal edge were misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause of this event is operational context.